Manufacturer narrative:
The reported events were lead fracture, oversensing noise and helix mechanism issue. A partial lead was returned in two pieces. The reported event of oversensing noise was confirmed. After removing the ring electrode conductor cables from the ring electrode cables lumen to examine the condition of the cables ethylene tetrafluoroethylene (etfe) coating, the etfe coating on both ring electrode conductor cables was found to be abraded at the distal region of the lead. The cause of the reported event of oversensing noise was isolated to the abraded ring electrode conductor cables etfe coating exposing the ring electrode cables. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue. The reported event of lead fracture was not confirmed. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures.

Manufacturer narrative:
Correction: section a4, patient weight.

Manufacturer narrative:
Correction: section g3, the date received by manufacturer for the last report submitted for the device evaluation should have been (B)(6) 2026, the analysis completion date, not (B)(6) 2026, the submission date.

Event description:
It was reported that the patient pre-procedure exhibited chronic systolic heart failure. It was noted that noise consistent with a fracture was suspected on the right atrial (ra) and right ventricular (rv) leads. During a procedure to extract the leads, the helices could not be retracted. The ra and rv leads were explanted and replaced. The patient was discharged.